Event description:
It was reported that the subject device had black screen when they plug in 180 scopes. The issue was found during set up and inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
E1 - (phone number) - (B)(6). The device was returned to olympus for inspection and the reported failure was no confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction regarding customer information for the results of the final investigation. Corrected fields: e1 - phone number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.